Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis was performed at your service laboratory in melsungen. The history files were read out and analyzed. Caused of no day of occurrence was reported, the history log files of the last performed infusion therapy were investigated. It was possible to detect a programmed infusion therapy with a vtbi of 260 ml and an infusion time of 30 minutes. Caused of the entered setting the infusion pump calculated a flow rate of 530 ml/h. An infusion line was select at 12:09pm and the infusion started at 12:11pm. After start immediately an upstream alarm occurred. The alarm was confirmed by user and the infusion was re-started. The infusion finished at 12:41pm with an actual infused volume of 260 ml. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. No external damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,02 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the pre-investigation results the upper housing part was removed for an inside investigation. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: fault reported; pump set at 260 mls to run over 30 mins (520 mls/hr) and checked by 2 x staff. After 30 mins pump alarmed but approx. 100 mls left in infusion bag. Cannula was working well and pump not alarming high pressure.